Event description:
It was reported that the procedure was to treat a concentric, heavily calcified, 90% stenosed lesion in the mildly tortuous distal circumflex (cx) artery. The 3.0x12mm nc tenku balloon dilatation catheter (bdc) was unpackaged without issue, soaked and prepped for use without issue, and advanced to the lesion without resistance. However, during the first inflation the tenku balloon ruptured at 14 atmospheres (atm). The tenku was removed from the anatomy without any resistance. The procedure was completed successfully using a non-abbott bdc for pre-dilatation and deployment of a 3.0x18mm xience v stent implant. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure. There was no additional information provided.

Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The nc tenku balloon dilation catheter device is an abbott vascular manufactured device which is distributed in (B)(4) by (B)(4). Though this device is not commercially available for sale in the us, it is similar to a device currently marketed for sale in the us. Type and PMA/510k # of this medwatch correspond to the device currently marketed for sale in the us. It is indicated that the device is not returning for evaluation; therefore, a failure analysis of the complaint device could not be completed. A review of the lot history record revealed no non-conformances for the lot. The results of the query of similar incidents in the complaint handling database for this lot did not indicate a manufacturing issue. Based on the information reviewed, there is no evidence to indicate the presence of a product deficiency.